Event description:
It was reported that a genesis ii intra tib alignment was worn out and was not able to lock down, so the cutting block is not secure. No harm or injury reported on patient. Procedure was finished with a smith and nephew back up device. No delay reported.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.